Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous anastomose of a antebrachial shunt. The 6x40/80 (4f) f/g sterling balloon was inflated three times (1st unknown atms, 2nd unknown atms, 3rd 14 atms) and ruptured on the third inflation. The sterling balloon was removed intact and the procedure was completed with another device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the sterling catheter was received with no original packaging or other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 7mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous anastomose of an antebrachial shunt. The 6x40/80 (4f) f/g sterling balloon was inflated three times (1st unknown atms, 2nd unknown atms, 3rd 14 atms) and ruptured on the third inflation. The sterling balloon was removed intact and the procedure was completed with another device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).